Event description:
On (B)(6) 2013, the patient contacted animas and alleged the seal was peeling off around the display lens. There is no allegation of an adverse event. This complaint is being reported as the issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/17/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the pump showed no peeling up of the seal around the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.